Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The subject is enrolled in the post market (B)(6) study and this per was identified upon a monitoring visit at the site. The original surgery had stryker triathlon cemented components that were explanted on (B)(6) 2015 due to infection when a spacer was implanted and antibiotics given. Subject was lost to follow-up for four and a half months when she returned to the doctor's office on (B)(6) 2015 at which time she was worked up/cleared of infection and planned to have surgery on (B)(6) 2016.